Manufacturer narrative:
Zimmer biomet: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the neck area of the drill broke while it was spinning. The procedure was completed with a different device. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The lot number 321008 etched on this product is the supplier lot. Based on a review of inventory transactions, there are thirteen possible lots: 061220, 229520, 255860, 394370, 394390, 623100, 623130, 714360, 894250, 894450, 894500, 894520, or 894590. Visual examination of the returned drill confirmed the products' identity. The drill shows signs of attempted use. The drill has scratches on the surface and the drill has fractured. The fracture has occurred where the drill bases meets the fluted section of the drill. The complaint is confirmed. A determination cannot be made as to what caused the fracture. The cert was reviewed and no deviations were identified. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification, including the material hardness. The 13 zimmer lot DHR's were not reviewed as the this lot is for labeling purposes only and the complaint is not packaging or labeling related. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h2, h3, h6 and h10.